Event description:
It was reported that the patient was symptomatic to pacing. The implantable pulse generator (ipg) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: medtronic lead (x2), implant date unknown. (B)(4).